Event description:
It was reported that the customer had a no delivery alarm. Customer's blood glucose level was 116 mg/dl. Customer stated that he changed his set out and put an infusion set in. Customer would like to return the set and reservoir for analysis. Customer had to switch sets and use a quick set because he was not sure about the mios. Customer switched the entire infusion site and reservoir. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.